Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy surgical procedure, the patient was discharged. The same day of discharge was re-admitted to a different facility with abdominal pain. A computed tomography (CT) scan confirmed a hematoma next to the staple line. This patient was medically managed and received a blood transfusion in the intensive care unit. The patient was then transferred to the initial hospital after they were stabilized. The surgeon stated that no issues were noted in the initial procedure. The stapler and reload are not available for return. No system errors during the procedure. No photos or videos for review. No long-term complications were reported. The initial procedure was completed robotically with no reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a product for failure analysis investigation. The stapler logs for the stapler used in this event were reviewed and the following information was obtained: logs show the stapler (part number: 480460-12, lot number: k17241107-0512) was installed on the system 6 times and fired 6 reloads (4 blue, followed by 2 white). There were no incomplete clamps or unclamps by this instrument. On installs 1-4, and 6, the firings were completed with no pauses for compression. On install 5, the firing was completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.